Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. D9 and h3: updated devices return information investigation summary analysis summary: the device was returned for evaluation. Ppae: (tachycardia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Investigation summary: the investigation has been completed. The device was not returned for investigation. Peri-procedural adverse event: (tachycardia): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: this pump passed all post sterile inspection checks.

Event description:
An impella 5.5 was implanted in a 71-year-old female for cardiogenic shock. Following implantation, the patient experienced a 2-minute episode of ventricular tachycardia after prior occasional ectopy. A lidocaine bolus and continuous infusion were initiated for rhythm management. Based on clinical assessment, the event was not considered related to the impella device.